Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. The proximal end of the distal spring electrode was separated from the lead body insulation. There was blood/body fluid within the helix housing, and the helix was extended. The helix mechanism test failed, most likely due to the body fluid. When the dried body fluid was loosened from the mechanism, the helix was functional. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any further abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements, as well as high shock impedance. An insulation issue was suspected. A revision procedure was done, and the physician explanted this lead. A new lead was successfully implanted. No adverse patient effects were reported.